Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item informed on the guarantee form. Therefore, the lot number was not considered.

Event description:
(B)(4) ¿ the dentist reported that 3 months after the dental implant was installed in intraoral region 9#, its non-osseointegration was observed. Moreover, 50ncm of primary stability was achieved, the patient presented bone type iii and immediate load was performed. Besides that, the patient presented periimplantitis.